Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle. The customer¿s blood glucose level was 96 (mg/dl). The customer confirmed that the pump was able to be charged with different charging supplies.